Event description:
The customer reported this right atrial lead had noisy signals that caused inappropriate mode switches, and as a result, the lead was surgically abandoned (capped). A new pacing system was successfully implanted. The device was actively implanted for approx 16 yrs, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped), and as a result, the clinical observation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.